Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloons of two 6/7f mynxgrip vascular closure devices (vcd) burst while attempting to pull system back. A third 6/7f mynxgrip was used and hemostasis was achieved. There was no reported patient injury. The devices were opened and prepped in a sterile field as per the instructions for use (IFU). The user is trained to the device. The devices were inserted through the unknown sheath, balloons were inflated, and burst while attempting to pull system back. The devices will not be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the balloons of two 6/7f mynxgrip vascular closure devices (vcd) burst while attempting to pull system back. A third 6/7f mynxgrip was used and hemostasis was achieved. There was no reported patient injury. The devices were opened and prepped in a sterile field as per the instructions for use (IFU). The user is trained to the device. The devices were inserted through the unknown sheath, balloons were inflated, and burst while attempting to pull system back. The products were not returned for analysis. A review of the manufacturing documentation associated with lot f2500702 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint balloon loss of pressure" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.